Event description:
It was reported that the vns patient was experiencing a lead pulling sensation and that the patient¿s generator was protruding in the chest. The patient was referred for surgery to reposition the device but no known surgical interventions have occurred to date.

Manufacturer narrative:
(B)(4).